Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed the internal clock battery on the pc board was damaged. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed or reset by the user in order to proceed. According to the black box, the pump reverted to default time after a battery change on (B)(6) 2011. The time was incorrectly reset to pm instead of am and this erroneous time continued until (B)(6) 2011 when customer support instructed the family member to correctly reset the time.

Event description:
It was reported that the pt had blood glucose between 300 mg/dl and 520 mg/dl for three days. A family member reported that the pt had moderate ketones based on home testing but denied symptoms of hyperglycemia. There was no need for medical intervention; on the third day the pt began to use a back up plan for insulin delivery and her blood glucose resolved to 238 mg/dl with no ketones. A family member stated that the pt edited her basal rate and changed her battery on the same day ((B)(6) 2011) that her blood glucose levels began to increase. The family member reviewed the event with customer support. She denied scar tissue or other issues associated with the infusion sites, there were no bent cannulas, she rotates sites appropriately, and she changes the cartridge and infusion set every three days. The family member denied air in the cartridge or insulin leakage at the connections between the tubing, cartridge, and cannula housing. She confirmed correct cartridge preparation and noted that supplies are not expired. She denied changes in activity; there have been no illnesses or new medications. The family member confirmed that the basal rate settings are accurate. She noticed that the time is incorrectly set to pm instead of am. The family member removed and replaced the battery during the contact and the pump verification screen did not retain the current time and date. It was concluded that the incorrectly programmed time led to inaccurate basal delivery with subsequent blood glucose excursion.